Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 479mg/dl. The customer's most current level was 116mg/dl. The customer states the high was treated with bolus, increased basal, tempbasal, and trip to the emergency room. The customer was place on insulin drip. The customer states the emergency room visit was past event, and no troubleshoot was needed as the pump is functioning with no issues.